Event description:
It was reported the user¿s dexcom g7 continuous glucose monitor (cgm) data became unavailable to the ilet and repeated ¿pairing failed¿ alerts occurred while the sensor remained connected to the dexcom app; the user had entered an incorrect sensor pairing code, and correct code entry was provided through troubleshooting and education. Symptoms included loss of cgm data availability to the ilet with no adverse clinical symptoms reported. Outcomes included temporary interruption of cgm-integrated insulin therapy data flow and no health impact. User support included remote troubleshooting and guidance to toggle cgm settings and re-enter the correct sensor code. Investigation of this case revealed a user-related pairing error due to an incorrect sensor code entry affecting cgm-to-pump communication. It was concluded, based on previously established findings for similar reports, that the cause was use error during cgm pairing.